Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial (B)(4), description: infinion 70 cm lead kit the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the ipg site with soreness, swelling and redness. The patient was admitted to the hospital, administered IV antibiotics, and underwent a system explant. The physician assessed the infection was not caused by the device and stated nothing notable happened during the implant procedure.